Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A battery compartment crack observed below grip pad. Black box dates from (B)(4) 2015. Black box data from date of pi has been overwritten. Unable to confirm or duplicate complaint during investigation. Current draws are within specifications. No "battery life" issues duplicated during the investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.